Event description:
The customer reported clear fluid and cleaner was leaking from the front of the unicel dxh 600 coulter cellular analysis system. Some of it got on the inside of the transport shield. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were generated.

Manufacturer narrative:
The field service engineer observed fluid leaking under flow cell area. He found that the lower sheath tubing had become dislodged from the top of the peltier module. He replaced lower sheath tubing and performed latron gains adjustment procedure. Daily checks and qc were performed without further issues. (B)(4).